Event description:
Status post periprosthetic midshaft femur fracture, distal to a total hip. Second non-union surgery. First non-union was 1 year ago. Pt complained of pain in right femur. Revision due to nonunion. Pt revised to plate and screws. This is the 11th of 18 reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.